Manufacturer narrative:
Concomitant medical devices: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high right ventricular (rv) thresholds were observed via remote transmission. In addition, there were previous high rv thresholds noted on the lead trends. The lead remains in use. No patient complications have been reported as a result of this event.